Manufacturer narrative:
The uninterruptible power supply (ups) was returned to medtronic for analysis. Analysis revealed that the ups failed visual inspection. The battery's door was broken off. Physical damage was confirmed. Fdr 180 applies to this analysis. Previously applied codes fdm 10, fdc 4307 also apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000186, serial/lot #: (B)(4); product ID: bi70000100, serial/lot #: n/a. A hardware analysis of casepart-316122 was initiated to determine the probable cause of the issue. Analysis found that there was wear and/or fatigue stress of component. A medtronic representative went to the site to test the equipment. Testing revealed that when changed the ups battery during the pm the ups battery connection and the battery connection started smoking. Replaced ups. Also found the door slide wore. Replaced door slide. O-arm passed all tests and is up and running. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that while doing the preventative maintenance (pm) on the system he had noted that the ups on the mobile viewing station (mvs) had gone bad as well as the door slides were noted to be damaged. No patient was present. No delay.